Manufacturer narrative:
H6: investigation summary: no customer samples or photos were received as of this evaluation. Therefore, 30 retention samples were subjected to functional testing as well as visual testing for splatter during the test and a visual for damaged threads on non-patient end and holder. All samples passed the test with no defects observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode based on retention sample testing results. As no customer samples or photos were received the scope of this investigation is limited. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection sets with pre-attached holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "spray of blood droplets (on the fingers, the sheet and the holding of the ide) during the retraction of the needle. Incident occurring with each blood test carried out since (B)(6) 2021."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection sets with pre-attached holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "spray of blood droplets (on the fingers, the sheet and the holding of the ide) during the retraction of the needle. Incident occurring with each blood test carried out since (B)(6) 2021."